Manufacturer narrative:
We have not received the complaint devices for evaluation. We therefore remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with our devices. A batch record review could not performed since the lot number for this complaint unit was not provided. Device was not used for the procedure. Please note that we have also reported another similar incident ( manufacturer's incident report# 1220948-2020-00051 ) that was detected during the case.

Event description:
During pre-use check, user observed fibers sticking at the end of the lumen of a lemaitre f3 carotid shunt. Device was not used for the procedure. This is report 2 of 2.